Event description:
I was diagnosed with cervical cancer. Ibs (irritable bowel syndrome), gerd, reflux, acid reflux, fibromyalgia, osteoarthritis, anxiety, brain fog, mgus (monoclonal gammopathy undetermined significance) which will be multiple myeloma, growth in my nasal cavity, cptsd(complex post traumatic stress disorder), night terrors, bone tumor, extremely fearful of CPAP's I can't use them. Because of philips respironics I no longer can trust any machines. They are the cause of my health problems. Now I have more mental health issues. Even the replacement units are being recalled. They need to recognize they are ruining lives. FDA safety report ID# (B)(4).